Event description:
Kiwi with palmpump was placed appropriately on baby's head for assisted delivery. The vacuum failed to pump to level for use. A second kiwi was opened and again failed to pump to safe level.